Event description:
This is being submitted following a retrospective complaint review. It was reported in 2003 by the customer that the handpiece gets hot during use. No injury was reported.

Manufacturer narrative:
The device was received and evaluated. Customer complaint of handpiece becoming hot during use was verified. Technicians found that the handpiece failed temperature testing at the collet. Disassembly of device revealed spindle fit tight in bearing. Additionally, bearings were determined to be loose in the handpiece body. Other parts were measured and met specification. Product will continue to be trended.